Manufacturer narrative:
The company rep was unable to duplicate the reported problem. He observed fault #58 (general message from pneumatics address space) and fault #124 (pneumatics generated system failure) in the fault log. The company rep replaced the manifold drive assembly (part number: 0104-00-0031). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a continuous high pitch alarm that was reset by power cycling the iabp. The pt was switched to another iabp and therapy was continued. No pt injury was reported.